Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in russia notified biomérieux of the misidentification of ¿orynebacteria as v. Cholera in association with vitek ms instrument (ref. 410895, serial number (B)(4). Customer reported that from one plate, vitek ms identified vibrio cholera and orynebacteria aurimucosum. The customer expected corynebacterium result based on the morphological observation and positive gram stain result which are typical for corynebacterium species. The culture was tested the same day with the vitek gn ID test kit ¿ v. Cholerae was not identified. No patient was harmed or negatively affected as vibrio cholera result was not reported. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in russia that they obtained a inconsistent results for one spectrum between vitek® ms and vitek® 2 in association with vitek ms instrument (ref. 410895, serial number (B)(6)). Investigation complaint analysis and device history record review: review of the complaints database and the device history record did not reveal evidence that the reported issue is a systemic quality problem. Fine tuning: it was not possible to determine the status of the fine tuning during customer tests due to lack of data. Spot preparation quality: the sample ¿all peaks¿ values are quite heterogeneous, indicating the user's spot preparation was not optimal. Knowledge base review: the expected identification is unknown because no reference method was used to confirm the organism. It is unknown whether the organism in the customer¿s sample is part of the existing knowledge base library. Customer data analysis: by reprocessing the customer data with vitek ms kb v3.2, one spectra led to single choice to vibrio cholerae and the other spectra led to corynebacterium aurimucosum (consistent with the gram staining results). The potential misidentification to vibrio cholerae was obtained with a low identification score (-0.26) which is at the acceptable limit for giving a ¿no identification¿ result (-0.4). In addition, the number of peaks for this spectra is very low (40) which is near to the acceptable limit (minimum 30 for bacteria). These findings could be certainly linked to a non-optimal spot preparation. Analysis of the sample customer spectra with mmass software supports the hypothesis of a non-optimal sample preparation (spot k2) because all spectra are mostly equivalent except the spectra from spot k2 (low number of peaks and small mass shift). Reprocessing the customer data with saramis (ruo database), all spectra led to ¿no identification¿ results. The organism species may not be present in the vitek ms databases. Based on ivd results, the most probable identification is corynebacterium aurimucosum. However, it remains unknown as no reference method (i.e. Sequencing) was used to confirm the identification. For information, the following limitation is included in the user manual supplements - 161150-924 ¿ a vitek ms clinical use - v3.2 knowledge base : vibrio cholera is a ¿critical pathogens.¿. Handle isolate with extreme caution and send it to a reference laboratory for further identification according to your laboratory¿s protocol and/or country regulations. Testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ conclusion based on the information above, the customer¿s reported issue occurred due to non-optimal spot preparation of the sample.